Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report four of four, reference 0001032347-2016-00722 through -00724.

Event description:
The surgeon's office reported the patient is experiencing myofascial discomfort. They are awaiting insurance approval to try botox injections and perform removal of heterotopic ossification.